Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video/error msg, scope not conn. - not connecting to the processor" involving pentax model eg29-i10/serial (B)(4). No further information was provided at the time of the report. Additional information from the user stated the malfunction occurred during pre-inspection check. The device was returned to pentax for evaluation. Pentax service inspectional findings included: image intermittent, passed dry leak test, passed wet leak test, pve electrical connector frame mild corrosion, fluid invasion not observed in control body. Repairs were performed on the device which included replacement of the following components: o-rings and seals, electrical connector assy, pcb for ccd drive pb-free. The device has been routinely serviced by pentax since install.